Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated manufacturer report #3005099803-2013-05794 pertains to the other device. It was reported to boston scientific corporation that a pinnacle posterior pelvic floor repair kit was implanted into the patient on (B)(6) 2009. According to the complainant, the patient experienced injuries (specifics unknown). According to the physician's office, the patient did not have any complications or complaints. All other information, including the patient's current condition, is unknown and unavailable.